Event description:
Information received on 1/5/12 states that while using this balloon catheter, a dissection occurred due to the dye being injected too quickly. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).